Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient was admitted for inadequate flow rate and a CT scan revealed that the pump cannula was in persistent contact with the wall of the heart. Anticoagulants were administered to the patient due to concern for pump thrombus but were discontinued following a stroke episode; the patient was transferred to a rehab facility the following day. The lvad pump (hw11184) was not returned for evaluation, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed multiple low flow alarms and a decrease in power consumption on (B)(6) 2014 which may be indicative of intermittent contact with the wall of the heart. Additionally, a rise in power consumption outside the normal operating range was observed on (B)(6) 2014, log files of this nature may be indicative of an ingestion. Thrombus formation is a known risk associated with use of ventricular assist devices noted within the labeling. A possible root cause of the reported event may be attributed to the placement of the pump such that, in this particular case, the inflow was making contact with the ventricular wall leading to the reported inadequate flow. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize ventricular suction alarms, the potential causes of these alarms, and the potential courses of action. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks associated with extended ventricular suction caused by the incorrect placement of the device, inflow occlusion, thrombus ingestion, or embolytic are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the us that this (B)(6) male patient implanted on (B)(6) 2013 experienced a drop in pump flows to 1.9-2.2 lpm on (B)(6) 2014, nineteen days after implant of the left ventricular assist device (lvad). An echocardiogram (echo) was performed after adjusting the pump speed which showed no significant change in the left ventricular end diastolic dimension (lvedd). There was low suspicion for thrombus at the time as the patient was properly anticoagulated. A computed tomography (CT) scan of the chest was done to evaluate the cannula position revealed that the "cannula was somewhat inferiorly directed with persistent contact with the endocardium though without evidence of obstruction". Over the next few days pump parameters progressively increased and a heparin infusion was initiated due to concern for pump thrombus. On (B)(6) 2014 the pump's flow and power dropped and the patient suffered a right middle cerebral artery (mca) infarct which was presumed to be a result of cardioembolic material being expelled from the pump. The heparin infusion was discontinued due to concern for hemorrhagic transformation of the cerebrovascular accident and pump parameters returned to normal briefly before flows were reported to have decreased again. The patient transferred to a rehab facility on (B)(6) 2014. The patient withdrew from the study and relocated to california on (B)(6) 2014 and at that time he still had persistent left hemiplegia. The facility coordinator stated that she heard the patient had the lvad explanted in (B)(6) 2014 due to sufficient myocardial recovery.